Manufacturer narrative:
After the physician successfully approached the target aneurysm with the orbit galaxy coil (640cf0410 / 17070664), he started looping the embolic coil inside the aneurysm to frame it. However, the embolic coil was looped in straight-shape rather than framing the aneurysm, and had a tendency of advancing into the bleb. The physician re-looped the coil to ideally frame the aneurysm for several times, yet the coil was still looped in straight-shape and tended to advancing into the bleb. For fear of the coil rupturing the bleb, the galaxy was safely withdrawn from the patient. The physician inspected the embolic coil and discovered that the first part of the embolic coil was unusually straight-shaped. The aneurysm was then successfully framed with another galaxy of the same size. The procedure was completed with adding more coils (galaxy / target) into the aneurysm. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coil remained attached to the delivery system. The complained will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm of 4mm size with a bleb at the a-com to treat the sah. The patient was a (B)(6) year-old male, whose vessels were moderately torturous but not calcified. A sheath introducer by terumo (model unknown), a chikai (asahi intecc, 0.014¿), a roadmaster (goodman, 6fr), an excelsior sl-10 (stryker), a scepter (terumo, type unknown), a y-connector by abbott (model unknown), and a dcs syringe ii (lot unknown) were used in this procedure. A non-sterile orbit galaxy cmplx fill coil 4x10 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper and the embolic coil were inspected under microscope and no damages were noted on them; just residues of dry blood and dry saline solution can be observed on them. A review of lot 17070664 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer as ¿coil - positioning difficulty¿ could not be evaluated. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Further analysis performed on 08/25/2016. Update conclusion: after the physician successfully approached the target aneurysm with the orbit galaxy coil (640cf0410 / 17070664), he started looping the embolic coil inside the aneurysm to frame it. However, the embolic coil was looped in straight-shape rather than framing the aneurysm, and had a tendency of advancing into the bleb. The physician re-looped the coil to ideally frame the aneurysm for several times, yet the coil was still looped in straight-shape and tended to advancing into the bleb. For fear of the coil rupturing the bleb, the galaxy was safely withdrawn from the patient. The physician inspected the embolic coil and discovered that the first part of the embolic coil was unusually straight-shaped. The aneurysm was then successfully framed with another galaxy of the same size. The procedure was completed with adding more coils (galaxy / target) into the aneurysm. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coil remained attached to the delivery system. The complained will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm of 4mm size with a bleb at the a-com to treat the sah. The patient was a (B)(6) male, whose vessels were moderately torturous but not calcified. A sheath introducer by terumo (model unknown), a chikai (asahi intecc, 0.014¿), a roadmaster (goodman, 6fr), an excelsior sl-10 (stryker), a scepter (terumo, type unknown), a y-connector by abbott (model unknown), and a dcs syringe ii (lot unknown) were used in this procedure. A non-sterile orbit galaxy cmplx fill coil 4x10 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper and the embolic coil were inspected under microscope, no damages were noted on the gripper while the embolic coil was found stretched near the gripper, and dry blood and dry saline solution could be observed on them. A review of lot 17070664 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer as ¿coil - positioning difficulty¿ could not be evaluated. However; the cause of the failure experienced by the customer appears to have been due to the confirmed stretch found on the embolic coil. The stretched condition noted on the embolic coil was apparently caused by applying excessive force on the device, but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, and procedural factors appear to have contributed to have this failure. Additionally inspections are in place that prevents this kind of failure from leaving the facility. No corrective action will be taken at this time.

Manufacturer narrative:
(B)(4) the product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
After the physician successfully approached the target aneurysm with the orbit galaxy coil (640cf0410 / 17070664), he started looping the embolic coil inside the aneurysm to frame it. However, the embolic coil was looped in straight-shape rather than framing the aneurysm, and had a tendency of advancing into the bleb. The physician re-looped the coil to ideally frame the aneurysm for several times, yet the coil was still looped in straight-shape and tended to advancing into the bleb. For fear of the coil rupturing the bleb, the galaxy was safely withdrawn from the patient. The physician inspected the embolic coil and discovered that the first part of the embolic coil was unusually straight-shaped. The aneurysm was then successfully framed with another galaxy of the same size. The procedure was completed with adding more coils (galaxy / target) into the aneurysm. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coil remained attached to the delivery system. The complained will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm of 4mm size with a bleb at the a-com to treat the sah. The patient was a (B)(6) male, whose vessels were moderately torturous but not calcified. A sheath introducer by terumo (model unknown), a chikai (asahi intecc, 0.014"), a roadmaster (goodman, 6fr), an excelsior sl-10 (stryker), a scepter (terumo, type unknown), a y-connector by abbott (model unknown), and a dcs syringe ii (lot unknown) were used in this procedure.

Manufacturer narrative:
The product was received for analysis.